Event description:
The user facility reported that there was a delivery issue during impella cp device implant. The patient had an anatomy issue and the impella implant was aborted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had an anatomy issue preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.